Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rewj0153 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
The PICC was inserted. Patient developed a pulmonary embolism. Hematologist believed it was the result of PICC being inserted as a clot in the PICC line was observed on doppler. PICC was removed. Patient given thrombotics. Patient is fine.